Event description:
It was reported that the bd luer-lok syringe had foreign matter. The following information was provided by the initial reporter: "upon assembly of needle and syringe I noticed what appeared to be a clear, foreign object in the syringe. It looked like glass and upon removal of the plunger there was a hard, clear substance on the plunger. Nothing had been drawn into the syringe at this time and both were unused at this time." The product did not reach the patient, no harm resulted.

Manufacturer narrative:
D.4. Medical device expiration date: unknownh.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. It was reported there was a clear, foreign object in the syringe. To aid in the investigation, one sample and one photo of a 3ml luer lok syringe from lot 3173752 was received for evaluation by our quality team. The sample was received in a packaging blister with all applicable product information on the top web. A white particulate that appears to be dried silicone was observed on the stopper. Fourier-transform infrared spectroscopy (ftir) analysis was performed and confirmed the particulate to be silicone used in the manufacturing process. The photo provided shows one opened syringe and one opened needle packaging with all applicable product information. The syringe has the needle attached and an unknown white spot on the stopper inside the fluid path. The condition observed is non-conforming per product specification. Silicone is applied as a spray of particles to the inside of the barrel. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside the manufacturing environment contributed to the attachment of silicone to the barrel walls as observed. A device history record review was completed for provided material number 309657, lot 3173752. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3173752 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. To date, there have been no other similar events reported for this lot. No corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.